Manufacturer narrative:
3001845648-2016-00203 and 3001845648-2016-00204 are related complaints involving the same device. 3001845648-2016-00204 involves patient 1 where the device was placed backwards into the scope and the white cap detached from the device and lodged in the scope, the white cap was not removed from the scope at this time. According to the initial reporter, patient 1 did not experience any adverse effects due to this occurrence the device was not available for return to cirl for evaluation therefore a documentation based investigation was carried out. There was no lot number provided by the customer therefore the manufacturing and component records related to this complaint device could not be reviewed. On evaluation of the information provided in the complaint file the cause of this complaint was confirmed that the zebd-10-7 device of unknown lot number was ¿broken pusher-user error¿. The customer complaint was confirmed on customer testimony, however the information provided suggested user error when evaluated by research and development engineering and product management. Research and development engineering stated "this was caused by user error. The proximal end of the pushing catheter contains a heat-shrink identifier that is used to identify the device. This end of the pushing catheter is not intended for use in the working channel of the scope." As per the complaint description the "the nurse introduced the device backwards into scope and the pushing catheter large end" the "large end" of the pushing catheter contains a white heat-shrink identifier which is not designed to enter the scope, the customer also states " the pushing catheter was removed and the white tip came off in the scope" on review of the device components the only ¿white cap¿ is the heat-shrink identifier, which suggests that the heat shrink identifier was placed into the scope and, due to its larger diameter than the pushing catheter, became lodged in the scope. According to the instructions for use which is supplied with the device the user is instructed to "introduce the stent, tapered tip first, and pigtail straightener onto prepositioned wireguide until straightener reaches second curl. Advance pushing catheter over wire guide to advance pigtail stent into accessory channel. Advance guiding catheter and/or pushing catheter in 1-2cm increments until stent is in desired position." The instructions stated do not involve introducing the device backward into the scope, the instructions advise the user to advance the pushing catheter over a pre-positioned wireguide, thus does not allow for back-loading therefore a root cause of user error is assigned to this complaint; the nurse introduced the pushing catheter backward into the scope resulting in the heat-shrink identifier which is found at the proximal end of the pushing catheter becoming lodged in the endoscope and detaching from the rest of the pushing catheter, the heat-shrink identifier which is not intended for use in the working channel of the scope was not removed during cleaning and subsequently the broken pusher became dislodged in the scope during another procedure where it subsequently entered the second patients anatomy and required removal using forceps. Upon review it is determined that the complaint device did not contribute to this event, this event was caused by user error. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
For patient 1: the nurse introduced the device backwards into scope, large end of the pushing catheter first. The stent would not advance so the pushing catheter was removed and the white tip came off in the scope which was not realized by the staff at this time. The physician did not proceed but rescheduled this procedure. The cap remained lodged in the scope. This is related to patient 2(3001845648-2016-00203): the scope was sterilized and when used on the next patient the white cap fell inside the patient; it was then realized it had been stuck in the scope. The physician went in with a snare and removed the white cap from the patient. There was no harm to the patient and the physician did not proceed with the initial procedure but started antibiotics instead. The patient did not experience any adverse effects due to this occurrence.